Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose while using the ilet system, with one event reaching 50 mg/dl and requiring oral glucose (skittles) for correction; the user suggested the pump could be maladapted due to use of meal announcements as corrections and requested follow-up to review best practices or consider a factory reset. Symptoms included hypoglycemia with lethargy and weakness. Outcomes included an unexpected medical intervention in the form of medication/oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.